Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type programmer, patient product ID (B)(4) serial# (B)(6) product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt reported the controller had been doing some weird things for the past couple months. Pt said sometimes charging the implanted battery wouldn't take more than an hour, sometimes took more than two hours from 30-40% to 100%; sometimes the controller would go dark, and they'd have to push the power button to get the screen to come on, then they would look at the indicators to see if the implant battery had reached 100%, but the implant still hadn't gotten to 100%. Pt also mentioned that the controller sometimes would say '(controller) battery too low' and needed to be recharged part way through charging the implant; they felt the controller battery was draining faster than used to. Pt mentioned they thought the controller no longer beeped when was done charging, but said they often fall asleep when charging the implant. Pt mentioned that sometimes they had to recharge the controller twice to get ins fully charged. Pt inspected the controller port, lithium (li) battery and battery compartment, but did not see any damage. Pt said yesterday they had an MRI scheduled, and when they went to turn the controller back on, there was a message on the screen that said the 'controller battery was dead,' and the controller wouldn't do anything or come back on even after resetting by removing and reinserting the battery pack. Pt said they had charged the controller up fully less than a day prior, so shouldn't have been dead. Pt plugged the controller in once they had gotten home and the controller was supposedly 50% charged. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. Pt noted multiple previous equipment replacements, mostly have been controllers. Pt mentioned they had been turned away from their MRI appointment because they were scheduled for MRI in 3.0t machine rather than 1.5t and had no idea what that meant, and didn't understand why they needed their implant in MRI mode when they could power implant off for things like surgeries and that was enough for other doctors.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.